Event description:
User facility reports "the laser fiber did not function when it was plugged in. The device stated connect fiber even though fiber was plugged in, and all the connections were connected properly. A new fiber was obtained from the same lot, connected, and functioned appropriately."

Manufacturer narrative:
This document is associated with maude MDR report (B)(4). A copy of the report will be requested from the FDA in order to complete a further analysis of the event. The device was not returned to iridex as the user facility reported that the problem was with the iridex endo probe used. The maude MDR report referenced above is also associated with the device event (B)(4), for which iridex has filed MDR MFR report # 2939653-2011-00025.